Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged. The valve was snared upwards. Blood flow to the coronary arteries was confirmed on angiography immediately following the valve implant operation. A non-medtronic valve was implanted. Post-operative atrio-ventricular (av) block was reported. A permanent pacemaker was implanted. Approximately two months following the valve implant, the patient was hospitalized for heart failure. It was reported that the sinotubular junction (stj) was obstructed as a result of self-expansion of the valve. Blood flow to the coronary arteries was significantly reduced. Backflow was not confirmed when a coronary artery bypass graft (CABG) was performed. The patient was upgraded to a bi-ventricular pacemaker based on the physician¿s opinion that the heart failure may have worsened due to right ventricular pacing. The patient subsequently died. The cause of death was not reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Valve: eval code method, eval code conclusion dcs: eval code result, eval code conclusion conclusion: no device was received for analysis and no procedural images were submitted for review. The device history record (DHR) for the valve was reviewed and showed that the product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A DHR for the delivery catheter system (dcs) was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. A conclusive cause of under expansion of valve could not be determined. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the nosecone of the dcs caught on the valve, dislodging the valve. Dislodgement of the valve by the distal tip of the dcs is related to operator technique or experience; the device IFU, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. It was further reported that the sinotubular junction (stj) was obstructed as a result of self-expansion of the valve. Per the device IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this case, the cause of the stj obstruction was reported to be a result of "expansion of the valve"; however, it is unknown if the dislodged medtronic valve was under-expanded obstructing the stj, or the non-medtronic valve. Based on the information available, a conclusive cause for coronary occlusion could not be determined. In addition, it was confirmed that post-operative angiography following the implant procedure showed no obstruction of the coronary arteries. The report of patient death post-implant did not provide a specific cause. A relationship between the device and the death could not be established. Per the physician, it is not possible to judge whether the death was caused by either of the transcatheter valves or other causes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID d-evprop2329us; serial/lot (B)(6); use by date 2024.01.18; UDI (B)(4). Additional information was received which reported that the medtronic valve was under-expanded initially. While withdrawing the delivery catheter system (dcs), the nosecone of the dcs caught on the valve, dislodging the valve. During the attempted delivery of the replacement medtronic valve, the dcs became caught in the outflow crown of the first, dislodged valve and could not be advanced, therefore the non-medtronic valve was ultimately implanted. It was reported that the patient did not have a medical history of conduction disturbances, however it is unknown if the medtronic valve contributed to the permanent pacemaker implant. The cause of the stj obstruction was reported to be a result of "expansion of the valve", however it is unknown if the dislodged, medtronic valve was under-expanded obstructing the stj, or the non-medtronic valve. It was confirmed that postoperative angiography following the implant procedure showed no obstruction of the coronary arteries. Per the physician, it is not possible to judge whether the death was caused by either of the transcatheter valves or other causes. The delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Updated b5. Updated d10. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.